Manufacturer narrative:
(B)(4)

Event description:
It was further reported that coronary angiography performed in (B)(6) 2017 revealed a 100% proximal to distal left anterior descending (lad) stenosis, and not a stent thrombosis in the proximal and mid lad as previously reported. The 100% stenosis noted in the proximal extending up to the distal lad which had previously placed study devices was treated with percutaneous coronary intervention.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05459. (B)(6) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient presented with unstable angina as well as other objective evidence of ischemia and the index procedure was performed on the same day. Target lesion #1 was located in the distal left anterior descending artery (lad) with 70% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm study stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal lad extending up to the mid lad with 90% stenosis and was 34mm long, with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. Three days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2017, the subject was diagnosed with acute mi and was hospitalized on the same day. Seven days later, coronary angiography was performed which revealed a stent thrombosis in the proximal and mid lad. On the same day, the mid lad extending up to the distal lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 50%. Two days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient presented with cardiac enzyme elevation. An ECG revealed anterior (septal) myocardial infarction (mi). Mi diagnosis was based on symptoms, biomarker elevation, ECG changes and angiography. In (B)(6) 2017, 100% stenosis noted in distal lad was treated with target vessel revascularization following which residual stenosis was 50%. An interventional procedure was performed in the target vessel, wherein a guide wire was used to push the drug eluting balloon stents.